Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a gray, unresponsive screen and would not power despite being placed on the charging pad with the green charging indicator illuminated and correct orientation confirmed; a forced restart via wake and display buttons produced no response, and the user discontinued use of the device. Symptoms included no reported changes in blood glucose. Outcomes included interruption of therapy and replacement shipment arranged. Investigation included remote troubleshooting to verify charging status and attempt a device restart and inspection of the returned device. Investigation of this device revealed a screen or power/display failure consistent with a hardware malfunction of the device¿s display or associated power control. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or display-related device malfunction.